Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was previously reported that the patient presented in clinic with symptoms of syncope. The patient was transported to the hospital and an imaging test was performed. The imaging revealed that the atrial and right ventricular leads were dislodged and exhibited intermittent capture. It was noted that the physician suspected the dislodgement was caused by the size of the patient. It was previously reported that the leads were extracted, however, new information received stated that the leads were revised and remained in use until (B)(6) 2019. No further information was available. This report is related to previously reported complaint of dislodgement, intermittent capture, and syncope, MFR number 2017865-2014-15369 and 2017865-2014-14970.